Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a navistar thermocool catheter and an inadequate irrigation issue occurred as the catheter could not spray out saline evenly. The catheter was changed to another one and the procedure was completed with no patient consequence. This event was originally assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Biosense webster failure analysis lab received the device for evaluation on september 2, 2015 and during visual inspection it was discovered that the peek housing was broken/ripped exposing metal between rings #1 and #2. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter from the patient that may have caused this damage. The returned catheter condition was not noticed prior to use of the catheter or upon withdrawal, however it was noticed prior to sending the catheter back for analysis. The awareness date for this record is september 2, 2015 because that is when the product was received.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a navistar thermocool catheter and an inadequate irrigation issue occurred as the catheter could not spray out saline evenly. The returned device was visually inspected upon receipt and the peek housing was found broken and ripped exposing metal between the rings #1 and #2 which is why this complaint was reported to the FDA. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that peek housing presents a plastic deformation that suggests the application of stress until rupture. Further information received indicates that this condition was not noticed while withdrawing the catheter; however it was present prior to sending the catheter back. It is likely that it might have happened during the catheter preparation to be returned to bwi. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint regarding an irrigation issue cannot be confirmed.